Manufacturer narrative:
The complainant reported a complaint from (B)(6). The complainant stated that an axle screwdriver (x060-0320) broke when tightening the locking screw, and that the broken piece was recovered without incident. The complainant also added that the procedure was completed with a secondary screwdriver and that the patient was unaffected. A functionality assessment could not be performed due to the damage to the distal tip of the screwdriver. This screwdriver is meant to be used with a torque limiting handle, which reduces the force applied to the distal tip of the driver. The observed damage suggests that over-torquing may have contributed to the malfunction. A visual assessment of the screwdriver shows signs of repeated use. A DHR review was performed for lot#60190 and there were no manufacturing anomalies identified, and the device met required specifications.

Event description:
The complainant reported a complaint from (B)(6). The complainant stated that an axle screwdriver (x060-0320) broke when tightening the locking screw, and that the broken piece was recovered without incident. The complainant also added that the procedure was completed with a secondary screwdriver and that the patient was unaffected.